Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 2019-10-22. H3 other text : see h.10.

Event description:
It was reported that prior to use it was discovered that the needle was broken with a bd syringe 10ml ls. The following information was provided by the initial reporter: broken needle.

Manufacturer narrative:
Investigation: bd has been provided with photo for catalog 307737,lot 1907252 to investigate for this record. Visual examination of the photo presented a shorter cannula without a point. As a result, bd was able to verify the reported issue. Bd has determined the issue is related to a shorter and inverted cannula since bevel was found inside the hub. The origin of the failure mode took place in the cannula manufacturing site. Fraga plant is provided with closed cartridges of cannulas by sister bd plants. These cartridges are directly introduced in the assembly machine and assembled into the hub with the ground end in the hub. It is the responsibility of the assembled operator to remove any inverted cannula as long as it is noticeable. However, the origin of the non-conformance consist on as a human error during cannula manufacturing process: cannula sometimes gets turned in the hopper when the cartridge is filled and/or emptied and a shorter cannula was produce due to tubing breakage. Several probable root causes at cannula manufacturing site should be considered: short cannula generated due tubing breakage in cut tube process. Inverted cannula during change in process cartridge. DHR showed no indication of the alleged defect.

Event description:
It was reported that prior to use it was discovered that the needle was broken with a bd syringe 10ml ls. The following information was provided by the initial reporter: broken needle.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle was broken with a bd syringe 10ml ls. The following information was provided by the initial reporter: broken needle.